Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited inappropriate automatic mode switch due to competitive atrial pacing. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
Correction: this report is to retract 2017865-2022-04355, submitted on 1 mar, 2022. This report was erroneously submitted. Inappropriate automatic mode switch due to competitive atrial pacing is not reportable.